Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in the closed position in the package but once uncoiled, the device opened. During visual examination, it was confirmed that both of the clip jaws and the stylet wires were missing. The driver/nitinol strip assembly are still present and attached to the drive wire. However, during the evaluation of the device the driver/nitinol strip assembly inadvertently separated from the drive wire. The device was not function tested in the scope due to the condition of the returned device. A visual examination of the distal end under magnification did not identify a root cause. The clip jaws were not present or returned with the device. The rest of the distal end components had no anomalies or damage. The device was returned to the supplier for further evaluation and the following was provided, "the device was received coiled in three (3) loops, in the closed position. The driver and nitinol strip are separated from the device tip (as received). The jaws (2) were not with the returned device. The device was returned with missing components, therefore, functional testing could not be performed. The remaining, returned components, had no anomalies or damage. Without the missing components root cause could not be determined." The device history record for were reviewed. There were relevant defects noted in the fqc checklist records for stylet wires short = 10. The device history record for the lot # said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. Investigation conclusion: our evaluation of the returned device determined the clip jaws were missing. A definitive cause for the reported observation could not be determined, the clip jaws were detached and not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The supplier provided the following, "the complaint was confirmed. The root cause could not be determined due to the condition of the returned device. A visual examination confirmed components were missing. A functional evaluation could not be performed due to the condition of the returned device. There is a 100% verification for clip functionality prior to packaging and shipment." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k): k212323. The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a colon endoscopic mucosal resection, the physician used a cook instinct plus endoscopic clipping device. It was reported that the jaws on the clip fell off and the physician is letting them pass naturally through the patient. The jaws were left inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.